Event description:
It was reported that during implant of the right ventricular lead, capture was not obtained when the lead was connected to the device. A drop in blood pressure was observed at that time. The lead was connected to an external pacing system analyzer and normal electrical values were seen. The patient¿s blood pressure returned to normal. The lead was reconnected to the device and acceptable electrical values were seen. Post-op, improved capture values were seen. An echocardiogram was performed and no signs of perforation were seen. It was thought that the patient may have experienced a myocardial infarction during the procedure. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).